Event description:
It was reported to philips that the customer was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the quote expired since the customer did not accept the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.